Event description:
Customer reported a minimum fill notification occurring with their insulin pump. There was no reported impact to the customer¿s blood glucose level. The customer was unable to resolve the issue even after reloading the original and a new cartridge, prompting technical support to escalate the matter. As a result, the customer switched to multiple daily injections as a backup insulin therapy, and technical support arranged for a replacement pump under warranty, instructing the customer to return the problematic pump using a pre-paid label.